Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 07/25/2015 ¿ 07/26/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with a dark brown particle approximately 0.80mm in length noted embedded in the tubing . The reported condition was verified. However, the cause of the condition could not be determined. A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pharmacist observed a brown spot in the tubing of a large volume infusor during set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.